Event description:
It was reported that the patient had high impedances on both extensions. Surgical intervention was undertaken wherein both extensions were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient experienced ineffective therapy.